Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia, sjogren's syndrome, obesity and myopia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection: bacterial vaginosis/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced back pain ("lower back pain"), menstrual disorder ("menstrual bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and uterine leiomyoma ("injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, uterine leiomyoma and anaemia outcome was unknown. The reporter considered anaemia, anxiety, back pain, bacterial vaginosis, depression, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded; on (B)(6) 2011: total bilateral occlusion (B)(6) 2017, transabdominal ultrasound of the pelvis findings: erus size: the uterus measures 8.3 x 6.4x 6.0 cm in dimension (length x ap x width) endometrium: the endometrium images poorly transabdominally. The visualized endometrium measures 6.8 mm in thickness. Myometrium: the myometrium images poorly transabdominally. The myometrium is unremarkable. Ovaries: the right ovary measures 2.9 x 1.6 x 3.3 cm in dimension. The left ovary is not seen. Bilateral adnexa: no adnexal masses or abnormal cysts are demonstrated. Other findings: none. Transvaginal ultrasound of the pelvis findings: uterus size: normal. Endometrium: the endometrium measures 9 mm in thickness. The endometrium is normal. Myometrium: there are several fibroids. The largest is a 3.8 cm subserosal fibroid at the right fundus. There is also a 2.1 cm intramural fibroid posterior upper uterus. There are 2 or 3 additional much smaller intramural fibroids. Ovaries: the right ovary measures 2.6 x 2.1 x 2.6 em. The left ovary measures 2.9 x 2.1 x 1.9 em and contains a tiny 1.3 cm hemorrhagic follicle. Other findings: none. Impression: uterine fibroids. Otherwise unremarkable exam ultrasound shows 4 or 5 fibroids, largest one is 3.8cm. I found an obstetric 6 wk ultrasound on cerner from 2010 that showed no fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet was received events added from pfs- anemia. Events onset date were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia, sjogren's syndrome, obesity and myopia. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection: bacterial vaginosis"), back pain ("lower back pain"), menstrual disorder ("menstrual bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and uterine leiomyoma ("injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery ((supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded; on (B)(6) 2011: total bilateral occlusion on (B)(6) 2017, transabdominal ultrasound of the pelvis findings: erus size: the uterus measures 8.3 x 6.4x 6.0 cm in dimension (length x ap x width). Endometrium: the endometrium images poorly transabdominally. The visualized endometrium measures 6.8 mm in thickness. Myometrium: the myometrium images poorly transabdominally. The myometrium is unremarkable. Ovaries: the right ovary measures 2.9 x 1.6 x 3.3 cm in dimension. The left ovary is not seen. Bilateral adnexa: no adnexal masses or abnormal cysts are demonstrated. Other findings: none. Transvaginal ultrasound of the pelvis findings: uterus size: normal. Endometrium: the endometrium measures 9 mm in thickness. The endometrium is normal. Myometrium: there are several fibroids. The largest is a 3.8 cm subserosal fibroid at the right fundus. There is also a 2.1 cm intramural fibroid posterior upper uterus. There are 2 or 3 additional much smaller intramural fibroids. Ovaries: the right ovary measures 2.6 x 2.1 x 2.6 em. The left ovary measures 2.9 x 2.1 x 1.9 em and contains a tiny 1.3 cm hemorrhagic follicle. Other findings: none. Impression: uterine fibroids. Otherwise unremarkable exam ultrasound shows 4 or 5 fibroids, largest one is 3.8cm. I found an obstetric 6 wk ultrasound on cerner from (B)(6) that showed no fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia, sjogren's syndrome, obesity and myopia. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection: bacterial vaginosis"), back pain ("lower back pain"), menstrual disorder ("menstrual bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and uterine leiomyoma ("injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery ((supracervical hysterectomy (uterus only) and bilateral salpingectomy). At the time of the report, the pelvic pain and back pain was resolving and the bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded; on (B)(6) 2011: total bilateral occlusion. (B)(6) 2017, transabdominal ultrasound of the pelvis findings: erus size: the uterus measures 8.3 x 6.4x 6.0 cm in dimension (length x ap x width). Endometrium: the endometrium images poorly transabdominally. The visualized endometrium measures 6.8 mm in thickness. Myometrium: the myometrium images poorly transabdominally. The myometrium is unremarkable. Ovaries: the right ovary measures 2.9 x 1.6 x 3.3 cm in dimension. The left ovary is not seen. Bilateral adnexa: no adnexal masses or abnormal cysts are demonstrated. Other findings: none. Transvaginal ultrasound of the pelvis findings: uterus size: normal. Endometrium: the endometrium measures 9 mm in thickness. The endometrium is normal. Myometrium: there are several fibroids. The largest is a 3.8 cm subserosal fibroid at the right fundus. There is also a 2.1 cm intramural fibroid posterior upper uterus. There are 2 or 3 additional much smaller intramural fibroids. Ovaries: the right ovary measures 2.6 x 2.1 x 2.6 em. The left ovary measures 2.9 x 2.1 x 1.9 em and contains a tiny 1.3 cm hemorrhagic follicle. Other findings: none. Impression: uterine fibroids. Otherwise unremarkable exam. Ultrasound shows 4 or 5 fibroids, largest one is 3.8cm. I found an obstetric 6 wk ultrasound on cerner from 2010 that showed no fibroids. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, bacterial vaginosis, psychological or psychiatric problems condition: depression and mental anguish, pain, lower back pain and other injury(ies) or complication (s) please describe: fibroids. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017, transabdominal ultrasound of the pelvis findings: erus size: the uterus measures 8.3 x 6.4x 6.0 cm in dimension (length x ap x width) endometrium: the endometrium images poorly transabdominally. The visualized endometrium measures 6.8 mm in thickness. Myometrium: the myometrium images poorly transabdominally. The myometrium is unremarkable. Ovaries: the right ovary measures 2.9 x 1.6 x 3.3 cm in dimension. The left ovary is not seen. Bilateral adnexa: no adnexal masses or abnormal cysts are demonstrated. Other findings: none. Transvaginal ultrasound of the pelvis findings: uterus size: normal. Endometrium: the endometrium measures 9 mm in thickness. The endometrium is normal. Myometrium: there are several fibroids. The largest is a 3.8 cm subserosal fibroid at the right fundus. There is also a 2.1 cm intramural fibroid posterior upper uterus. There are 2 or 3 additional much smaller intramural fibroids. Ovaries: the right ovary measures 2.6 x 2.1 x 2.6 em. The left ovary measures 2.9 x 2.1 x 1.9 em and contains a tiny 1.3 cm hemorrhagic follicle. Other findings: none. Impression: uterine fibroids. Otherwise unremarkable exam ultrasound shows 4 or 5 fibroids, largest one is 3.8cm. I found an obstetric 6 wk ultrasound on cerner from 2010 that showed no fibroids. Previously administered products included for an unreported indication: mini-pill from 1992 to (B)(6) 2010. Concurrent conditions included sjogren's syndrome since (B)(6) 2017, anemia since (B)(6) 2017, iron deficiency anemia, obesity and myopia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection: bacterial vaginosis/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 25 days after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced back pain ("lower back pain"), menstrual disorder ("menstrual bleeding") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have uterine leiomyoma ("injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, bacterial vaginosis, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the back pain was resolving and the menstrual disorder, depression, anxiety, uterine leiomyoma and anaemia outcome was unknown. The reporter considered anaemia, anxiety, back pain, bacterial vaginosis, depression, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections nos") and menstrual disorder ("menstrual bleeding"). The patient was treated with partial hysterectomy. At the time of the report, the pelvic pain had not resolved and the infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.